Event description:
It was reported that the patient was taken for surgical exploration after presentation to emergency room with ipg pocket oozing. Ipg and extensions were explanted to resolve infection found at ipg site.

Manufacturer narrative:
Date of event is estimated.